Event description:
Subsequent to the initial filed report, a cine analysis of the procedure revealed the following additional information: the 1st introduced balance middle weight (bmw) j 190 cm guide wire tip kinked and "accordioned" during advancement, and a systole occurred. An additional unspecified guide wire that was subsequently introduced after the 2nd bmw, appeared to be prolapsed. The previously reported dissection was noted after advancement of the 2nd unspecified bmw guide wire, and was exacerbated throughout the procedure, extended from the left anterior descending (lad) coronary artery further distally into the left main vessel, with a partial occlusion occurring in the diagonal artery. The occlusion was treated with an unspecified balloon dilatation catheter. After the 2nd bmw was retracted back into mid lad, blood flow to lad was disrupted; blood flow was restored via balloon dilatation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dissections and endothelial damage were discovered during surgery, and reportedly were due to multiple attempts to cross. During surgery, the patient blood pressure dropped, ventricular fibrillation occurred, then asystole; attempts were made to resuscitate the patient with defibrillation, but the patient expired. The cause of death was vascular in nature. No additional information was provided. The device is not returning. A follow-up report will be submitted with all additional relevant information. The additional mini trek, (2) bmw, (1) whisper ms, and (2) whisper es referenced are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). (B)(4) - removed-correction. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A review of cine images revealed that the dissection was not noted until after advancement of a second guide wire, and that the dissection may have contributed to the inability to advance subsequent devices. The cine review also revealed that an additional guide wire advanced into the vessel appeared to have a prolapsed tip. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a balance middle weight (bmw) j 190cm guide wire was advanced without resistance to a mildly calcified lesion in the diffusely diseased, mildly tortuous proximal to mid left anterior descending (lad) coronary artery when the distal radiopaque part of the bmw guide wire separated in the vessel. The proximal part of the bmw guide wire was withdrawn from the anatomy with slight resistance, and a new bmw guide wire was advanced to the lesion. A 2.0x12 rx mini trek balloon dilatation catheter was advanced over the new bmw toward the lesion, with resistance felt between the trek and the lesion; the mini trek was able to cross the lesion after multiple attempts to cross, and pre-dilatation was performed. Respectively, a 3.0x28, a 2.75x18, then a 2.75x30 non-abbott stent were each advanced to the lesion in the lad, but were each unable to cross the lesion, and were each withdrawn; two unspecified whisper ms and two unspecified whisper es guide wires were also used in the procedure. A clinically significant delay occurred due to repeated attempts to cross the lesion, as the procedure lasted almost 3 hours before the patient went to surgery for coronary artery bypass surgery and to remove the bmw guide wire piece. While taken to surgery, the patient's blood pressure began to drop from 80/60 to 40/30 mm/hg, which was treated with medication. During the surgery the distal radiopaque wire piece was removed, along with embolized thin guide wire filaments from the bmw guide wire, which reportedly prevented the aforementioned devices from crossing the lesion.